Event description:
It was reported that during incoming inspection found "foreign substance in package."

Manufacturer narrative:
An evaluation was performed on (B)(4) 2014. Received were 4 unused i.d. 3.0 mm, catalog number: 61130030 endotracheal plain tubes with pp connectors of corresponding size 3.5 mm and work order(B)(4) marked as per (B)(4) specification. The samples were tested on (B)(4) 2014. The samples were inspected and the observations are as follows: 1 unit showed no signs of foreign substance in package, where as 1 unit was confirmed for hair in packaging, and 2 units were confirmed for stain on product. Review of the assembly record did not reveal any signs of the associated defects detected during the 100% light test. Based on the analysis of the returned samples provided it was found that 3 out of 4 units returned were not meeting our inspection criteria. However, this complaint issue has been investigated to address the confirmed complaint and documented in the CAPA system. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.